Manufacturer narrative:
Follow-up 2/2/2016: customer reported supplies were changed and bg levels stabilized to 165 (mg/dl). T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 440 (mg/dl). Customer delivered correction boluses and injections to treat bg level. Reportedly, cartridge is filled with humulin 500 insulin. System check with tandem technical support indicated pump performed as intended. Customer was reminded that cartridge is indicated for humalog and novolog insulin only and should be used as labeled. Recommendation was made to monitor tubing, change site if any dislodgement is noticed, and consult with health care provider regarding pump settings. Customer acknowledged.